Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a large crack on touchscreen. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, g3, g6, h2, h3, h4, h6 (health effect - clinical), h11. The following was performed by the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn:0160-00-0123 rev.n, sn: (B)(6) touchscreen assy, 12.1¿¿ this part was received with a reported unit failure message of crack on touchscreen. Performed visual inspection of this part received and found crack on touchscreen. The failure analysis and testing department verified the failure message of large crack on touchscreen. Retaining touchscreen assy,12.1¿¿ in the fat dept per procedure (B)(4) rev ar.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact information: (B)(6). Contact person occupation: biomedical engineer. It was reported that during preventive maintenance (pm) getinge representative identified the cardiosave intra aortic balloon pump (iabp) had a large crack on it due to which the touchscreen is being not intended for the use. A getinge field service engineer (fse) confirmed the large crack on the touch screen and making the touchscreen inoperable. Then the fse had replaced the touchscreen assy, 12.1" and the unit had passed the pm. The unit had passed all the functional, safety and electrical tests to factory specifications. The unit was returned to customer. There is no involvement of the patient during this incident.

Event description:
N/a